Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon interrogation, it was revealed that the right atrial lead exhibited lead noise. Noise was reproducible when the left arm was moved across the front of the patient's body. No interventions were made. The patient was stable and will continue to be monitored.